Event description:
The spouse of a glucometer elite user called and stated that the pt's glucometer elite will not "beep anymore". Spouse stated that on back to test results of 82 mg/dl followed by 249 mg/dl were observed when using excel off brand reagent strips. The difference between an 82 mg/dl and a 249mg/dl can be cliniclly significasnt. While on the phone a review of the system is performing correctly with bayer reagent. The customer was invited to contact our 24/7 customer service if any additional problems or concerns were encountered. The complaint is considered closed for purposes of MDR.